Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a greater tuberosity fracture procedure, when the healicoil knotless anchors was inserted into the bone hole, the proximal anchor could not be advanced. The bone hole for the anchor was made with a 3.8 straight owl. The distal anchor was removed from the patient. Surgery was completed with a competitor device instead. There was a 15-minute surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: h2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. The distal anchor and distal plug were not returned. The proximal anchor was returned with the distal tip deformed and covered in bio debris. The insertion device has no visible defects. A functional evaluation was performed on the returned device and found the black (1) most proximal knob will rotate but will not move the distal anchor/plug rod forward. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.